Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user was unable to remove the cartridge from the ilet pump; the device did not rewind and advanced directly to the fill tubing step until instructed to complete the fill to reset, after which the rewind occurred and the cartridge was successfully removed following guidance to turn the connector¿s flat fin to the left, consistent with a failure to disconnect involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical issue consistent with a failure to disconnect associated with the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.